Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Part of the head got completely disconnected / tried to affix it back to the head but it kept falling off/part that got disconnected is the 2nd from the top part (device breakage). No adverse event. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2018 that while brushing his/her teeth with an oral-b rechargeable toothbrush, version unknown, a part of the oral-b brushhead, version unknown got completely disconnected. The consumer tried to affix it back to the head, but it kept falling off. No symptoms developed. Relevant history: none reported. No further information was provided. On 07-apr-2018 received consumer's follow-up e-mail: the consumer reported that the part that got disconnected was the 2nd from the top part. No further information was provided.

Event description:
Report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on 01-apr-2018 that while brushing his/her teeth with an oral-b rechargeable toothbrush, version unknown, a part of the oral-b brushhead, version unknown got completely disconnected. The consumer tried to affix it back to the head, but it kept falling off. No symptoms developed. Relevant history: none reported. No further information was provided 07-apr-2018 received consumer's follow-up e-mail: the consumer reported that the part that got disconnected was the 2nd from the top part. No further information was provided.

Manufacturer narrative:
06-aug-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 30-may-2018. Product return was received and investigated. Investigation results showed that the complaint was caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.